Event description:
It was reported that the device would not power on with a recently replaced battery. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control provided assistance to the customer and advised device evaluation/repair by a physio service rep. However, follow-up with the reporter found that the customer declined the offer due to costs. The device has been removed from service. The removed device has not been returned to physio-control for evaluation. Therefore, further investigation on the reported problem could not be performed to determine the cause of the failure.